Event description:
It was reported there were three f6 error messages in the same case after a reboot the first and second time. They could no longer use the generator. There was no patient impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections and cart gouges below the front side vents. The unit delivered rf energy correctly into the fixed resistors. There was broken and damaged hardware in the unit which was replaced. Repairs were performed and the unit passed final testing and was recertified for use. The f6 faults indicate a temporary loss of communication between the ucb and rf controller. Rebooting cleared the fault each time. Applicable software and hardware upgrades were performed. The unit was repaired and passed final testing and was recertified for use.